Event description:
Additional information was provided by the manufacturer representative regarding the device replacement and explant. At the time of replacement, the rep was notified that the system had already been explanted due to infection; however, no details about the cause of the infection or specifics regarding the explant procedure were provided. The hcp did not have any further information. A new system was implanted on the left side on (B)(6) 2025. No further information could be provided due to the limited details received from the provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 37603 (B)(6); product type: 0197-implantable neurostimulator; implant date (B)(6) 2021 product ID 37603 (B)(6); product type: 0197-implantable neurostimulator; implant date (B)(6) 2021; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a call requesting implanted product information, a medical technician mentioned that the patient had infections resulting from implantable neurostimulator (ins) in the past and had revisions and problems. They also said that the patient had an ins implanted on (B)(6) 2024, but then it was removed (B)(6) 2024. See pes (B)(4) regarding previously reported events of revisions/problems.